Manufacturer narrative:
Based on the information provided no conclusion can be made. Information obtained from the maude event report indicates the pain continues post explanted. Multiple requests for additional information have been made. To date there has been no response. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Note the dates of event, implant, and explant are estimated based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported via maude event report (mw5083720): in summary: in 1998 the patient was implanted with a "marlex" (flat) mesh during a hernia repair procedure. As alleged in 2000 the patient started to experience pain. It is alleged that the patient was treated with two morphine pain pumps and two stimulator implants for the pain. Reportedly in 2018 the patient underwent explant of the mesh.